Event description:
It was reported that patient underwent mom hip surgery on (B)(6) 2003. Revision procedure was performed on november 8, 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. Corrective actions at biomet finland have been initiated to address this late report.